Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to perform functional testing due to blank display. Insulin pump had minor scratched display window and scratched case.

Event description:
It was reported that the customer lost her insulin pump while camping. The customer found her insulin pump in the river. Her blood glucose level was not reported. The product was returned. Nothing further to report.